Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: (B)(4). Model: db-2202-45. Serial: (B)(4). Batch: 7099052.

Event description:
It was reported that three to four days after the deep brain stimulation (dbs) stage one implant procedure the patient developed confusion. The patient was hospitalized and a computerized tomography scan (CT scan) was performed which confirmed peri-lead edema. It is unclear if it was on the right or left side, and which of the two implanted leads is in the area. It was noted that a CT was performed immediately post op and it was clear. It was also stated that only one microelectrode recording (mer) tract was performed per hemisphere. The patient was treated with two days of oral steroids. The patient has been discharged from the hospital. A recent CT scan showed significant improvement in edema and the patient's cognitive status has returned to normal.